Manufacturer narrative:
Manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one guide-wire in three segments and one guide-wire straightener was returned for evaluation. Visual, microscopic visual and dimensional evaluations were performed. The investigation is confirmed for bent guidewire issue and stretched issue as the guidewire coils appeared unraveled throughout each segments of the guidewire and the flat inner core wire was observed to be fractured within the coils of the guidewire; the edges of the flat inner core wire were jagged. Moreover, based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance and the dimensions are slightly out of tolerance that may be due to the unraveling noted in the wire. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that during port device implant, the guidewire became stuck and bent. It was further reported that the another device was used to complete the procedre. There was no reported patient injury.